Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. Customer did not address bg level and went back to sleep. Subsequently, customer became disoriented and bit the pump, resulting in the pump touch screen to become shattered and the cartridge to become damaged. Tandem technical support reviewed the pump logs and discovered the control iq software had been toggled off and the pump was functioning as intended. Customer reverted to manual injections for insulin therapy. No additional information was provided.